Event description:
It was reported that during a supply change, the user observed the infusion set anchor was not attached properly on a contact detach set, resulting in drops emerging from the anchor rather than the cannula; the connector was then clicked into place without damage, and insulin delivery was resumed. Symptoms included no change in blood glucose. Outcomes included no medical intervention, no hospitalization, and restoration of therapy after user troubleshooting. Investigation included user education and troubleshooting over the phone. Investigation of this case revealed an infusion set connection error that was corrected by proper attachment. It was concluded that the event was related to incorrect deployment or connection of the infusion set and was resolved with user corrective action.